Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and silicone migration was received on april 08, 2025, with lot number 2856884. Based on the device analysis grid, the assessments of the complaint are: rupture and silicone migration: observed an opening assessed as fold flaw opening. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Ultrasound also noted "clinical observation shows increased tension in the right breast".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Event description:
Patient reported "intra and extracapsular wear/rupture, with periprosthetic material," nodes with snowstorm artifact suggestive of migrated prosthetic content" confirmed via ultrasound and pain. This record is for the right side. Device was explanted.